Manufacturer narrative:
Investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter in the cap with the incident lot was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for embedded foreign matter in cap with the incident lot was observed as all product specifications were met. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the sample and photograph provided. The most likely root cause for this type of defect is that the release of carbonized polymer which occurs during the cap molding process. It is a cosmetic defect with no impact on the efficiency of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® 9nc plus blood collection tubes there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter: translated to english. The customer stated: the following issue "one of the tubes was found to be dirty."